Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat a bile duct obstruction due to pancreatic cancer during a choledocoduodostomy procedure performed on (B)(6) 2024. During the procedure, the first flange was deployed; however, it did not expand. The physician attempted to recapture the stent, but the handle broke. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat a bile duct obstruction. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the bile duct.